Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown. Customer states that they were able to successfully clear the alarm but not able to complete rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump power error noted due to connector resistance issue electrical board .